Event description:
IV site appeared swollen above and below site. IV pump did not show occlusion. Discharged IV immediately and put warm packet to right hand and elevate. Pt was discharged to parents on 02/02 at 14:00. Right arm much softer and moves all fingers well.